Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's mom reported via phone call that the customer went into a mild coma after a nap on (B)(6) 2019. The paramedics were called. The customer¿s blood glucose was 23 mg/dl and was treated with glucagon. The customer was treated by the paramedics and was given food and was stabilized.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's mom reported via phone call that the customer went into a mild coma after a nap on (B)(6) 2019. The paramedics were called. The customer¿s blood glucose was 23 mg/dl and was treated with glucagon. The customer was treated by the paramedics and was given food and was stabilized.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that the customer was in emergency room due to low blood glucose on unknown date with blood glucose of 23 mg/dl. Customer reported that the retainer ring was came off. The customer stated that the reservoir was not lock in place. Customer stated the insulin pump had cosmetic damage. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with glucagon. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.